Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded, and the device had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the proximal markerband 24mm from the tip of the device. There was no markerband damage detected. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon ruptured because of severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation; however, during the procedure, the balloon ruptured because of severe calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.